Manufacturer narrative:
Internal reference: (B)(4). Results of investigation: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a labral repair surgery, the shuttling stitch of one (1) q-fix kntls asa 1.8mm w/1 mt sut bl was interlocked with the repair stitch, so the shuttling stich was coming out of the repair stitch instead of out of the body of the anchor. One of the stiches have been packed directly through another stitch, prior to us to pulling the anchor. The anchor was left secured embedded into the patients bone. It was necessary to drill a backup bone hole to insert an anchor capable of maintaining tension. The insertion site and was cleared of all debris prior to the insertion site. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No voids were left in the patient and no further complications were reported.